Manufacturer narrative:
(B)(4).

Event description:
Procedural: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2006 - presents for postoperative catheter removal. Instilled 240 cc of sterile saline into bladder without difficulty via catheter. Catheter removed. Patient then voided 280 cc. On (B)(6) 2006-(B)(6) 2006 - suture removed twice on (B)(6) 2006 and (B)(6) 2006, and considering endometrial ablation for persistent menometrorrhagia. On (B)(6) 2007 - longstanding and worsening menorrhagia, endometrial polyp versus submucous fibroid, chronic pelvic pain and dyspareunia and endometriosis - laparoscopic assisted, vaginal hysterectomy with ovarian conservation. Additional surgery - on (B)(6) 2007 - underwent laparoscopic assisted vaginal hysterectomy for menorrhagia, pelvic pain, dysmenorrhea, dyspareunia and history of endometriosis under general endotracheal anesthesia (patient was discharged on (B)(6) 2007. Medical records post additional surgery is unavailable for review).